Manufacturer narrative:
Block h6: problem code a090402 captures reported event of energy generating issue. Block h10: (product investigation): one rotatable snare was received for analysis. Visual analysis of the returned device noted that the device did not have any defective condition. Continuity test was performed and the device's electrical resistance was within specification, indicating a proper connection. No other issues with the device were noted. The reported event of 'device failure to deliver energy" could not be not confirmed since no issues were noted with the electrical device testing during continuity test upon return. No other issues with the device were noted. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and continuity test. No issues were noted with the electrical device testing during continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2021. During the procedure, the device did not generate energy. Reportedly, the snare was securely attached to the active cord. There were no visible issues noted with the cautery pin and no other issues noted with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2021. During the procedure, the device did not generate energy. Reportedly, the snare was securely attached to the active cord. There were no visible issues noted with the cautery pin and no other issues noted with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.